Event description:
On the day of death, pt was found unresponsive. Initial telemetry strip shows no pacemaker spikes for approx 5 minutes. They did return during the code. The pt was refusing to wear his external life vest, so no data was available. It is felt that this could either be cardiac initiated or respiratory initiated precipitated by refusing to wear his CPAP while sleeping. Pt was coded per acls protocols and subsequently expired. The apparent device malfunction will be reported to the appropriate agencies.